Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. Patient reports her stim has stopped on occasion, briefly when she moved a certain way. Reports this has happened just a few times over the last few weeks. Cause of event is undetermined. On (B)(6) 2021 checked impedances and connectivity with clinician programmer, no issues seen. Advised the patient to keep on eye on it and contact rep if any further issues. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.